Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 90% stenosed, moderately tortuous mid right coronary artery. There was no vessel calcification. After pre-dilation, a 4.0x32mm liberte bare stent was advanced but could not cross the lesion. The procedure was completed with poba, because the physician was concerned that the multiple attempts to cross the lesion may have damaged the stent. No patient complications occurred and the patient status is good.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).